Manufacturer narrative:
Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 19-apr-2020, UDI#: (B)(4), implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2019 regarding a patient receiving heparin (1 unit/ml at 1 unit/day), droperidol (1mg/ml at 1mg/day), and saline (1ml/ml at 1ml/day) via an implanted infusion pump. The indication for use was cancer chemotherapy. It was reported that the patient was no longer getting therapy from the pump and the pump would be removed when the patient was done with chemo therapy. It was specified that there was a defect in the catheter and it "bent or clogged," and the pump was not distributing drug. It was noted that the patient came in a couple weeks ago (relative to the date of report) and they aspirated a full 20cc. The pump was last filled with heparin, saline, and decadron on (B)(6) 2019. It was indicated that the pump was a new pump implanted in 2018, and they wanted to completely stop therapy. The pump off code was provided. No patient symptoms were reported and no further complications were reported or anticipated. Additional information was received from a consumer on (B)(6) 2019. It was indicated that the pump was placed for chemo to the liver. The patient was told the pump stopped working because the catheter was clogged most likely. The patient wondered whether the pump could be fixed or if they could implant another pump. It was noted that they tried to do liquid in the pump and nothing was happening. It was further clarified that they entered 20ml in the pump, and two weeks later when taking it out 20ml also came out when it normally would be 5 or 6ml. The patient was reportedly sent to urgent care after this, and the pump was shut off on (B)(6) 2019. The patient was not given a reason why this happened, and was sent to a specialist who tried to access the pump in other ways but nothing was happening. The patient was reportedly told they could not put another pump in, and would only put a pump in for special circumstances. It was noted that fudr was the chemo drug that was in the pump (dose and concentration unknown).